Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficult to remove could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the left main to the proximal left anterior descending artery that was moderately calcified. A xience v stent was deployed successfully in the lesion, after which this 5.0 x 8 mm nc trek balloon was being used for post-dilatation of the deployed stent, which was successful; however, the dilatation balloon would not deflate at all and had to be retracted into the guiding catheter along with the guide wire. The balloon deflated partially inside the guiding catheter; however was removed from the patient partially inflated. As no further treatment was planned, the procedure was ended. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.